Event description:
Information indicated the siderail would not latch.

Manufacturer narrative:
The latch was found broken and missing parts. The latch and hardware were replaced to resolve the issue.